Event description:
The caller reported a malfunction on the pump, with the screen not turning on and the led blinking red around the pump button. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the caller on troubleshooting steps, but the pump did not respond. As a result, the pump was replaced, and the customer was advised to use multiple daily injections as a backup insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.